Event description:
On (B)(6) 2012, pt reported having concerns with the infusion device. Pt stated she has had concerns with the up button on the infusion device several times. Pt reported the issue is intermittent. Pt stated when this occurs, the up button won't respond right away. Pt reported she will play with the button and eventually it will respond. Pt stated she first noticed the issue several months ago. Pt reported the buttons pop back up when pressed. Pt stated she did not receive the notice regarding the recall and was not aware of the issue. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.